Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 months due to mitral regurgitation, secondary to a dehisced annuloplasty ring. According to the operative report, the patient presented with chronic congestive heart failure with an ejection fraction of approx. 40%. Upon removal of the ring, the patient's tissue was noted to be inflamed. However, the tissue from which the ring came appeared to be relatively okay. The ring was replaced with another edwards annuloplasty ring.

Manufacturer narrative:
(B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the edwards device was not returned; therefore, the annuloplasty ring could not be assessed to confirm the reported event. No further actions are possible with the available information.